Manufacturer narrative:
Additional manufacturer narrative - additional event description.

Event description:
Additional event description: the patient developed an aortic arch aneurysm. The patient presented to the hospital on (B)(6) 2010 due to an aortic dissection. The mechanism was not clear. Total debranching was performed on (B)(6) 2010. The physician commented that the clamping at anastomotic site between ascending aorta and surgical graft caused the a-type arterial dissection. Computed tomography (CT) revealed the a-type arterial dissection on (B)(6) 2010. An ascending aorta replacement surgery was performed on (B)(6) 2010. The patient passed away due to hemodynamic deterioration during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient presented to the emergency room due to an aortic dissection. The patient underwent endovascular repair of a dissecting descending thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tgt3420/7634977, tgt3415/7735573). The patient tolerated the procedure. On (B)(6) 2010, the patient expired due to a-type arterial dissection that occurred within the treated segment of the aorta. No further information was obtained.